Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Impeded in microcatheter with loss of cerebral target position is a known potential complication of the enterprise vascular reconstruction device (vrd). With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during endovascular embolization, an enterprise2 4mmx23mm no tip vascular reconstruction device (product code: encr402300, lot number: 10039546) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: unknown) and could not advance any more. The doctor tried to retract the stent, the stent was found detached from the delivery wire in the microcatheter (mc). The doctor removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. The surgery was prolonged by about 10 minutes. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was answered as ¿yes, the doctor increased force to remove the delivery wire, and the stent was detached from the delivery wire in the microcatheter. The replacement stent was another enterprise2 of same product code. There was no patient injury reported. Additional event information received on 26-jun-2026 indicated that the new stent was delivered in place, it is released in the c4 segment of the internal carotid artery, evenly covering the neck opening of the tumor. A guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. The 10 minutes procedural delay did not result in a patient adverse consequence.